Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 4 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), batch: ab2200, common device name: drg lead, model: mn10450-50a, UDI: (B)(4), batch: ab2286, common device name: drg lead, model: mn10450-50a, UDI: (B)(4), batch: ab2286. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a system explant procedure on (B)(6) 2025 [related manufacturer reference number: 1627487-2025-02436] one of the leads broke and a portion of the lead remains implanted. As a result, surgical intervention may be undertaken in the future. It is unknown which lead broke.